Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was tested on the bench and out automated testing equipment. The device functionality met all specifications and no anomalies were found. The reason for return was not specified.

Event description:
It was reported that low shock impedance was observed. Device was explanted and replaced.